Manufacturer narrative:
The device manufacture date is not known at this time. However, should it become available it will be provided in future reports. Additional information will be provided once the investigation has been completed (B)(4).

Event description:
It was reported that the insulation had been compromised.

Manufacturer narrative:
(B)(4). The device manufacture date is not known. Alleged failure: non OEM insulation with cracks. The failure(s) identified in the investigation is consistent with the complaint record. The probable root cause for insulation damage/insulation non stryker part is third party repair. The product was returned for investigation and the failure mode was confirmed and will be monitored for future reoccurrence.

Event description:
It was reported that the insulation had been compromised.